Manufacturer narrative:
A waiting product return to conduct quality investigation.

Event description:
Consumer called to overdueing his insulin because of readings from his plink meter. Has begun comparing his plink meter readings with another meter. Analysis run on clark error grid using competitive readings (154) vs. Bd readings of (562) yielded data points in the c zone of the grid, outside of acceptable limits.